Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, it was noted there were multiple s233 (overtemperature-psc) malfunction alarm codes seen in the device history. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.